Manufacturer narrative:
(B)(4). Evaluation summary: a visual and functional inspection was performed on the returned device which identified a hypotube separation. The reported balloon rupture was unable to be confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. Although a conclusive cause for the reported balloon rupture could not be identified, the noted hypotube separation appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Failure to follow steps/instructions. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the distal right coronary artery that was a previously stented lesion. The nc trek 3 x 12 mm balloon dilatation catheter was advanced and successful post-dilatation was performed without any inflation or device issues observed. The device was removed without issue. Once outside the anatomy and before device re-insertion, a small hole was noted on the nc trek balloon. Another 3.0x12mm nc trek was used successfully. There was no resistance noted during advancement or removal of the first nc trek used; however, the balloon was reportedly not submerged in sterile heparinized normal saline during preparation. There were no adverse patient effects and there was no clinically significant delay. No additional information was provided.